Event description:
It was reported that the user replaced a sensor and remained on a countdown screen for approximately an hour, which prevented a timely meal announcement. Upon exiting the screen, the ilet displayed a glucose reading of 319 mg/dl, and the user was advised not to submit a late meal announcement and to allow automated corrections to address the elevated glucose, indicating a user interface interaction issue and an incorrect procedure. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to remaining on the countdown page that obscured confirmation of active pairing, and missing a meal announcecment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.